Event description:
The customer reported 7 microscopic (tiny metallic dots) fragments were in the cornea. The surgeon advised that the fragments could not be removed, and described them as "bright, shiny fragments." The pt's vision was not affected and there was no pt injury. The pt now needs to undergo an MRI and is seeking advice on whether this is possible. Alcon has determined that the titanium is inert and that the surgical stainless steel used in our handpieces would not affect an MRI. The customer reported that they clean the instruments per the alcon "guidelines" and they do not reuse single-use phaco tips. The doctor does, however, use a two-handed technique, and the handpiece was not refurbished or third party repaired.

Manufacturer narrative:
No samples were returned for evaluation. The root cause of the pt event cannot be determined in this investigation. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. The serial number of the handpiece associated with this complaint was not provided; therefore the date of manufacture and trend review for this particular handpiece could not be conducted. A review of complaints for the last 36 months did not indicate there have been adverse trends for the reported issue.